Event description:
The reporter stated that his father received two er1 messages on his meter. The father had performed the color comparison test, but results are unk. Reporter stated that there was no control solution test made. He stated that his father treated himself as usual, felt fine, and did not seek medical attention. Please note: reported serial number is missing a digit.